Event description:
It was reported that a pump malfunction occurred, indicated by a malfunction code that could not be reset. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that they would receive a new replacement pump with updated software and guidance on using a backup insulin delivery method. The customer understood the instructions for returning the faulty pump and programming the settings into the new device.